Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was charging twice per day. The patient states it takes forever to get excellent as well and it goes from good to excellent. When the patient wakes in the morning, the ins stimulation is shut off again. The patient states they have programmed, and the settings are higher. The patient runs amplitude at 7.2v. The patient mentioned the manufacturer representative (rep) had a hard time finding device last time at appointment. The patient stated she could feel the ins. The patient reported the rep changed settings last week. It was reviewed how programmed parameters affect recharge interval. The patient reported the rep changed programming to help get rid of remaining pain. The patient had been recharging twice per day for a couple weeks. The patient also reported it seems it is taking a long time to charge, 1.5 to 2 hours. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.